Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert.

Event description:
It was reported a device alert indicated there was exposure to a magnet. The device remains in use and no patient complications have been reported as a result of this event.